Event description:
It was reported that the patient heard a "pop" from the device and came into the clinic, whereupon por (power on reset) parameters were noted. The capacitor was reformed and further popping noise was heard. It was further reported that the device was unable to be charged. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis found the device had no telemetry or output. Further analysis found arcing occurred under the surface of the hybrid during a charge. The damage from the overstress created a high current path that depleted the battery, causing the device to lose telemetry and function. Other: it was reported that the patient heard a "pop" from the device and came into the clinic, whereupon por (power on reset) parameters were noted. The capacitor was reformed and further popping noise was heard. It was further reported that the device was unable to be charged. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed. Mechanical tests performed. Visual examination: component/subassembly failure. Hybrid circuit, device was out of specification in a manner that relates to event. Charge, failure to, noise.